Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response, kidney disease/toxicity, liver disease/toxicity and lung disease a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported, was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The ventilator was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with some foreign materials indicative of contamination at various sites of the unit, including the within and around the airflow outlet port. Tech recorded and reviewed the unit¿s event log and settings and proceeded to operate the unit on the primary settings with which it was received at pil after connecting it to a test lung. The unit operated without alarms; however tech did observe that the lcd display was completely white with signs of damage around the screen edges. The unit was connected to an mfts where tech verified failures for control pressure and monitor pressure. Tech disassembled the suspect unit for internal inspection. Tech found no signs of damage or evidence of defective operation. Tech did not detect any pinched or blocked tubing. Tech also found the airpath foam to be firmly secured, without any signs of delamination or degradation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. After review, tech has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor system board of the unit drifted out of spec due to contamination issues. The lcd display is faulty, with a completely white screen during operation and signs of damage around the screen edges.